Event description:
It was reported by customer's mother, (B)(6) that the insulin pump had an error and pump has a frozen screen. Customer's blood glucose reading is 303 mg/dl. Customer is treating with back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The insulin pump passed the rewind, prime, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at lcd window corners. The insulin pump was received with a scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.